Manufacturer narrative:
Additional information was received that the patient underwent a revision due to inefficient coverage. During the revision, the ipg was replaced. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead; 70cm model #: sc-4316 lot #: 15418725, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.